Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the expansion tip screwdriver was not retaining the screw. Procedure outcome is unknown. There was no reported consequence to the patient. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) sky expansion tip screwdriver. This is report 1 of 1 for (B)(4).